Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer. Cosmetic damage was confirmed at the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.